Event description:
On (B)(6) 2011, the patient reported that both the up and down buttons of the infusion device stopped working about a month ago. She switched to her backup infusion device and discontinued using the primary disease. At the time of the report the patient inserted a battery into the primary device and the up button worked correctly but the down button did not respond. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.